Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned and images were not provided. However, medical records were provided for reviewed. Approximately five months post filter deployment, the patient was diagnosed with pulmonary thromboembolism. Approximately one year-three months post filter deployment, CT angio demonstrated multiple pe¿s in the right lung. Approximately two years eleven months post filter deployment, chest CT demonstrated pe within the left and right lower lobes. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the origin of the pe and the relationship to the filter is unknown based on the provided medical records. Hence, the investigation is inconclusive for any deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient with a history of pe and dvt despite anticoagulation had an ivc filter deployed successfully at the lumbar level of l2-l3. Approximately five months post filter deployment, the patient experienced pe and was placed on anticoagulation therapy. Five days post hospital admission, the patient was discharged in good condition. Approximately one year three months post filter deployment, the patient was admitted to the hospital and CT angio demonstrated multiple pe¿s. The patient was discharged five days post hospital admission. Approximately one year ten months post filter deployment, the patient was diagnosed with pe and was discharged from the hospital ten days later. Approximately two years eleven months post filter deployment, chest CT demonstrated bilateral pe¿s. The current patient status was not provided.

Event description:
It was reported that a patient with a history of pulmonary embolism and deep vein thrombosis despite anticoagulation had an filter deployed successfully at the lumbar level of l2-l3. Approximately five months post filter deployment, the patient experienced pulmonary embolism and was placed on anticoagulation therapy. Five days post hospital admission, the patient was discharged in good condition. Approximately one year three months post filter deployment, the patient was admitted to the hospital and computed tomography angio demonstrated multiple pulmonary embolism . The patient was discharged five days post hospital admission. Approximately one year ten months post filter deployment, the patient was diagnosed with pulmonary embolism and was discharged from the hospital ten days later. Approximately two years eleven months post filter deployment, chest computed tomography demonstrated bilateral pulmonary embolism. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post deployment, the patient was diagnosed with pulmonary embolism. Around, nine months later, the patient complaint of chest pain, a computed tomography angio (cta) chest showed multiple segmental and subsegmental pulmonary emboli within the right lung, changed from ctas in the past. Around, one year and eight months later, the patient complaints of chest pain, a computed tomography angio (cta) chest without contrast was performed and it revealed there are pulmonary arterial filling defects within the second order branches of the pulmonary arteries supplying the left lower lobe. There are also pulmonary arterial filling defects within the third order pulmonary arterial branches supplying the right lower lobe. Overall, there was mild burden of pulmonary thromboembolism. Around, two years and eleven months later, a ventilation & perfusion scan was performed, and it revealed partially mismatched defects in the bilateral lower lobes, may represent sequela of prior pulmonary thromboembolism. Overall findings suggest an intermediate probability of pulmonary embolism. Around, five months later, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed there was a right lower lobe pulmonary embolus. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3. H11: g1, h6 (method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of pulmonary embolus and deep venous thrombosis despite anticoagulation had an inferior vena cava filter deployed at the l2-l3 level. Approximately six months post filter deployment, the patient was admitted to the hospital with pulmonary embolism and was placed on anticoagulation therapy. Approximately one year three months post filter deployment, CT angio demonstrated pulmonary emboli within the right lung which were changed from ctas in the past. Approximately one year ten months post filter deployment, the patient was discharged from the hospital with a primary diagnosis as pulmonary embolus and pericardial effusion. Approximately two years eleven months post filter deployment, cta demonstrated mild bilateral lower lobe pulmonary thromboemboli and the patient was discharged approximately nine days post hospital admission. Investigation summary: the device was not returned and images were not provided. However, medical records were provided for reviewed. Based on the provided medical records, it can be confirmed that the patient experienced pe post filter implantation. However, the origin of the pe and the relationship to the filter is unknown based on the provided medical records. Therefore, the investigation is inconclusive for any deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a patient with a history of pe and dvt despite anticoagulation had an ivc filter deployed successfully at the lumbar level of l2-l3. Approximately five months post filter deployment, the patient experienced pe and was placed on anticoagulation therapy. Five days post hospital admission, the patient was discharged in good condition. Approximately one year three months post filter deployment, the patient was admitted to the hospital and CT angio demonstrated multiple pe¿s. The patient was discharged five days post hospital admission. Approximately one year ten months post filter deployment, the patient was diagnosed with pe and was discharged from the hospital ten days later. Approximately two years eleven months post filter deployment, chest CT demonstrated bilateral pe¿s. The current patient status was not provided.